Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Upon reset, the pump touch screen was unresponsive and became frozen on the start sensor screen. Reportedly, pump was reset to resolve the issue and subsequently, the customer received a continuous glucose monitor error 42. Pump was reset to resolve the issue. Customer's blood glucose was 100 mg/dl. The customer reverted to manual injections for insulin therapy.